Event description:
Pt and pt's home health nurse reported the are attempting to infuse but curlin pump shows error of system time out, and it is not allowing to reset or enter code to unlock program/reset. Home health rn is comfortable infusing via gravity for today. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 50gm. Privigen indication: nonfamilial hypogammaglobulinemia; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Pharmacy replaced the device.